Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/24/2020. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the conversion to ethicon devices occurred 1 ½ years ago.

Event description:
It was reported that during lobectomy and wedge resections over the last two months, there were five air leaks in (B)(6) and seven in (B)(6). On (B)(6) 2019 substantial amount of sub q air and air leak noted. 28fr chest tube inserted. Discharged home pod#8.